Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a defective cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.